Event description:
Lap chole: "the surgeon attempted to place the clips on the structure and the clips would not properly close. They kept falling off when attempting to ligate. A second clip applier was used and the same incident occurred." (One of two). This incident reference to MDR# 2027111-2013-00138.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.